Event description:
It was reported that a pump malfunction occurred, resulting in the screen going dark and not turning on. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. The customer was instructed to charge and reset the pump once they had charging supplies available.